Manufacturer narrative:
Based on the information received, the cystitome and cannula soft tip detachment event code is only to be used if the soft tip detached from the soft tip cannula. The soft tip is on the edge of the metal cannula. If the metal portion of the cannula is broken, then cystitome and cannula broken/cracked should be used. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be submitted under mfg report num 2523835-2026-00415. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic soft tip broke prior to insertion into the eye. There was no patient injury. Procedure details and patient impact were not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that during surgery, the ophthalmic soft tip broke off while it was in the eye. The broken tip was retained in the eye. The surgery was completed on the same day using an alternative cannula.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).